Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during an open reduction internal fixation (orif) scaphoid fracture, the tip of the screwdriver broke off in the head of a screw. The broken tip was retrieved. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product evaluation visual inspection the tip of the shaft is missing. The overall length of the shaft is now approximately 153 mm from the originally specified length of 155 +/- 1 mm. There is no other visible damage to the shaft. The current design is consistent with other synthes screwdrivers in terms of material and design and is appropriate for its intended use. It is not known what the user did to the tip to have it break, therefore this complaint is dispositioned as indeterminate.

Event description:
This is report 1 of 1 for complaint (B)(4).